Event description:
It was reported that during a vena cava filter deployment, upon deployment some filter legs were crossed, and failed to fully expand. However, the filter remains implanted in the pt with no plans at this time to retrieve the filter. There is no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.